Event description:
A review of the reported information indicated that model rf310f vena cava filter experienced tilt, perforation, migration and detachment. The information was received from a one source. This malfunction involved one patient with no patient consequences. The (B)(6) years old female patient weighs (B)(6).

Manufacturer narrative:
The lot number for the device was not provided, therefore a lot history review could not be performed. The device was not returned for evaluation. Medical record was provided and reviewed. Therefore, the investigation is confirmed for perforation, migration, tilt and detachment. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.